Manufacturer narrative:
H4: the lot was manufactured from september 02, 2022 to september 06, 2022. H10: the device was received for evaluation. Unaided eye visual inspection was performed which identified the valve set connector was separated from the valve set silicone tubing. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked; the bag connector popped off the valve set tubing during compounding. There was no patient involvement. No additional information is available.